Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation, valve/leak.

Event description:
Healthcare professional reported left-side "leaking". Healthcare professional later confirmed left side "leaky valve" upon removal. Device has been explanted.

Event description:
Healthcare professional reported left-side "leaking". Healthcare professional later confirmed left side "leaky valve" upon removal. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation and valve leak and/or damage: observed crack on the valve assessed as cracked valve seat diaphragm valve. No other observations observed, no further actions are required.